Event description:
While deploying the mynx closure device, in the right groin. The plug did not get released from the handle. Thus, causing the doctor had to withdraw the failed mynx closure device. This failed deployment caused a small hematoma in the right groin. The doctor had to hold manual pressure to the area for 30 minutes to prevent any further bleeding. The patient was on a blood thinner. Vendor notified directly by clinical site. Manufacturer response for vascular closure device, cordis mynx control vascular closure device 6fr/7fr (per site reporter).

Event description:
While deploying the mynx closure device, in the right groin. The plug did not get released from the handle. Thus, causing the doctor had to withdraw the failed mynx closure device. This failed deployment caused a small hematoma in the right groin. The doctor had to hold manual pressure to the area for 30 minutes to prevent any further bleeding. The patient was on a blood thinner. Vendor notified directly by clinical site. Manufacturer response for vascular closure device, cordis mynx control vascular closure device 6fr/7fr (per site reporter).